Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 08/04/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box data revealed no evidence of a related issue. The total daily dose history correlated appropriately to the user programmed basal rates. The data showed that the pump was manually suspended for 2 hours on the date of the alleged event. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s insulin on board calculation was appropriate for deliveries made during investigation. All deliveries were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 21 mg/dl with unresponsiveness, cognitive impairment, difficulty speaking, severe dizziness, blurred vision, confusion, and severe headache. Reportedly, the patient required assistance from emergency medical personnel and was transported to the emergency room and treated with intravenous fluids. No further troubleshooting was able to be performed. The reporter noted the patient had discontinued pump therapy. This complaint is being reported because a device-malfunction or use error could not be ruled out as a contributing factor to the alleged serious health event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.